Event description:
During use in rotator cuff repair a piece of the needle broke off and lodged in the patient. It was confirmed that this was the first use of the needld on a cuff of normal thickness. The needle broke on the second pass.